Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked, found the battery was faulty, it was replaced and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator had no battery back up. There was no patient involvement.